Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent and suprarenal aortic extension. Subsequently, physician noted on (B)(6) 2016 during a follow up that the patient had a type 3b endoleak. On (B)(6) 2016, the physician relined the initial devices by implanting an additional bifurcated stent and added an infrarenal aortic extension to seal the endoleak. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, based on the patient data received, the clinical evaluation was not able to confirm a type 3b endoleak. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; pre-existing peripheral vascular disease, antiplatelet therapy, anticoagulation therapy, pre-existing non-endologix iliac stent, and use of non-endologix limb stents at implant. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were no available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.